Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported inpatient admission. Engineering log review indicated the ilet was functioning as intended, with an occlusion alert issued at 11:45 pm on 31-jan-2026, which resulted in suspension of insulin delivery. The occlusion alert was not acknowledged and insulin delivery was not resumed. Device data confirmed persistent hyperglycemia following the suspension of insulin delivery. Review of available information indicates the event was associated with failure to respond to device alerts in an assisted living setting, rather than abnormal device performance. Based on available information, the event was attributed to use-related therapy management factors, specifically failure to address an occlusion alert, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 04-feb-2026 it was reported that on (B)(6) 2026, the user experienced hyperglycemia resulting in diabetic ketoacidosis (dka) after insulin delivery was suspended due to an occlusion alert that was not acknowledged. The user was admitted to the hospital, treated, and subsequently discharged. No long-term health effects were reported.